Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 21622j, reader sn: (B)(4). Prior to the false negative event, the customer had received a positive cue covid-19 test performed the same day. No other outside confirmatory test was performed, and the cartridges were stored according to the instructions for use. On (B)(6) 2022, the customer reported they had covid-19 exposure on (B)(6) 2022 and developed symptoms. The customer began antiviral treatment through their physician. No other information provided.